Event description:
During the surgical procedure the customer experienced a recurring 20008 system error code. During the evaluation performed by the hospital biomedical engineer, a broken clamp screw was found on the extended patient side manipulator. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.